Event description:
Pt reported finding an extraneous strand of plastic around the circumference of the strip vial opening. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.